Event description:
It was reported that during a laparoscopic gastric band procedure, the devices were leaking. It is unknown what devices were inserted in the trocars at the time of the leaking. The surgeon took a rubber glove and laded it over the seal and then put the universal top on. The devices stopped leaking and the case was completed with no patient consequence. The surgeon stated the patient was experiencing more shoulder pain than normal post-op. The surgeon thinks that it is because of the increase in the flow of co2.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.